Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level wa 400 mg/dl. The customer stated tat she was able to resolved the no delivery alarm and there is no need for any further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.